Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead may have possibly developed an infection. The patient experienced a hard but painless lump on top of the device which had been drained twice. A system extraction was reportedly planned. There were no additional adverse patient effects reported. Additional information was requested but no further information was obtained. All available information indicates that the product was explanted.